Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection noted that the balloon was not folded, indicating exposure to positive pressure. A longitudinal tear was present in the balloon material, measuring approximately 60 mm in length and extending from 10 mm proximal to the proximal markerband to 145 mm distal to the distal markerband. No damage was observed at the device tip. Visual and tactile examination identified a kink in the mid-shaft of the device. Both markerbands were intact, undamaged, and properly positioned on the shaft.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at nominal burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at nominal burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.